Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate non sustained episodes caused by noise was observed via remote transmission. Isometric testing was conducted and the noise could not be reproduced. The noise on the device was observed to be too large to reprogram around. The patient will continued to be monitored and their condition before, during, and after the event was normal.